Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed during ventilation and displayed the error code 42.0002. The nurse immediately replaced the ventilator. The patient¿s oxygen saturation temporarily decreased but stabilized after replacement of the ventilator. No further patient health consequences were reported.

Event description:
It was reported that the ventilator failed during ventilation and displayed the error code 42.0002. The nurse immediately replaced the ventilator. The patient¿s oxygen saturation temporarily decreased but stabilized after replacement of the ventilator. No further patient health consequences were reported.

Manufacturer narrative:
The investigation was based on the initially reported information. The user facility did not involve the local dräger service organization into on-site examination of the device. No further information or log file was provided for analysis. The reported error code 42.0002 indicates a deviation regarding the turbine speed and is audibly and visibly alarmed with high priority. The deviation regarding the turbine speed can either be of a minor temporary nature without an effect on the ventilation or can affect the ventilation by causing a restart or interruption of the ventilation. During a restart procedure, the device would alarm, and the pneumatic system would open which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. As no further information was available, neither the effect of the error code nor the root cause for the error code could be determined. The device reacted as specified on a detected deviation regarding the turbine speed and posted corresponding alarm messages. The user decided to replace the device in a controlled maneuver and apart from a temporarily decreased oxy saturation no serious patient consequences have occurred. The investigation did not reveal any new risks which are not covered by the product risk management.